Event description:
It was reported that the customer had low blood glucose levels of 42 mg/dl. The customer reported that her blood glucose levels would go down but the insulin pump would not alarm. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of about 215 mg/dl where the actual blood glucose level was about 151 mg/dl. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 3004209178-2015-80578 as it refers to the same event but of a different device.